Event description:
According to the customer, on (B)(6) 2025 a patient on "continuous" oxygen desaturated two times due to an "o2 leak between the screw thread and the humidification bottle." The customer reported that they changed out the "respiflo" twice before the third one maintained ventilation.

Manufacturer narrative:
According to the customer, on (B)(6) 2025 a patient on "continuous" oxygen desaturated two times due to an "o2 leak between the screw thread and the humidification bottle." The customer reported that they changed out the "respiflo" twice before the third one maintained ventilation. No additional information is available at this time. It has been determined that the reported event caused or contributed to (death/serious injury), therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.